Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported after successful wean and explant of the impella cp, the physician attempted to tighten the previously deployed perclose device for access site closure, but blood was forcely pulsatile from the access site. Pressure was held, and the physician decided to use a balloon up and over to close the access site and deploy an additional perclose device. A 6 x 40 balloon was first used, but it was not holding hemostasis so it was removed and an 8 x 80 balloon was inserted and inflated. Hemostasis was achieved with the 8x80 balloon and the additional perclose device was deployed, tightened and locked. Upon balloon deflation, no hemostasis was achieved with the additional perclose device. The 8x80 balloon was re-inflated, and the physician placed an 8 french sheath and deployed angioseal. The angioseal failed to successfully deploy and the patient was taken emergently to the operating room for a successful surgical repair to the lateral circumflex femoral artery.